Event description:
The device was used during a colon resection procedure. Reportedly, the staples did not form properly and the device was difficult to open. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.